Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared eri (elective replacement indicator) earlier than expected. Premature battery depletion is suspected. The device was explanted and returned for analysis.